Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Regarding sn # (B)(6), the actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. The log review did not note the occurrence of the reported issue. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: flow rate discrepancy. Running a higher dose than programmed.